Manufacturer narrative:
Issue is being investigated by manufacturer. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights - powerled. As it was stated there was the drop of oil from joint into sterile area. Issue was detected during preparation of operating room. There was no injury reported however we decided to report the issue in abundance of caution as any unauthorized objects in sterile field might lead to serious injury.

Event description:
Manufacturer's reference number 274782.

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated during preparation of operation oil dripping was noticed from the device. Oil drips from the hinge of the operating light onto the instrument table. There was no serious injury reported however we decided to report the issue in abundance of caution and based on the potential as any particles falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the surgical light did not the manufacturers specification as although no technical malfunction has been found, the situation which occurred was not in accordance to device specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that there is no apparent trend in the complaints. This phenomenon most likely appeared after an exposure to humidity when air conditioning is turned off. The dripping observed is actually a mix of water and oil. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.